Event description:
It was reported in an adverse report for the laasr study, that a terminally ill patient with numerous underlying diseases including diabetes mellitus, copd, hypertension, pre-existing pulmonary emboli, pneumonia, obesity, stage IV small cell lung cancer, and metastatic brain cancer, expired due to pulmonary emboli on (B)(6) 2015. A neuroblate procedure for palliative care had been performed on (B)(6) 2015. The surgeon took the patient off anticoagulants for the neuroblate procedure. The surgeon stated that the removal of anticoagulants may have contributed to the manifestation of the pulmonary emboli 12 days later. The surgeon also stated that the patient experienced seizures which may have been the result of cortical irritation following the neuroblate procedure. Multiple underlying diseases, and pneumonia likely brought on by seizure-related decreased consciousness were also reported. The anesthesia plan for this patient stated "patient with severe systemic disease that is a constant threat to life". A complete list of comorbidities is provided in the attached medical record. The adverse event form written by the surgeon states that the patient's death was "definitely" related to underlying disease. The adverse event forms are attached.

Manufacturer narrative:
The device was not returned for evaluation. No device malfunctions were reported. A review of the manufacturing and sterilization records was performed. The device passed all functional testing and met all performance specifications. The sterile cycle was found to be conforming, the endotoxin test ( lal) passed, and the biological indicator results were conforming. There is no indication of nonconformance for this device. Monteris concurs with the surgeon's assessment that the patient's death was definitely related to underlying disease.